Manufacturer narrative:
Concomitant products: product ID: 4194-78 lead, implanted: (B)(6) 2007. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at recommended replacement time (rrt) in less than four years. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.